Event description:
It was reported that the patient presented to the clinic for routine follow-up on (B)(6) 2014. Upon interrogation, the left ventricular lead exhibited loss of capture; x-ray was recommended. On (B)(6) 2014 chest x-ray confirmed that the left ventricular lead had dislodged. During lead repositioning it was discovered that the vein was occluded. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomalies were found.